Event description:
The pt reportedly experienced intermittent lock with his device. External equipment was exchanged; however, the problem was not resolved. Surgery to explant the pt's device will be scheduled.